Event description:
It was reported that the patient underwent a sling procedure during 2003. Approximately 3 months post operative the patient came back to the surgeon and reported that they undertook a solid 20 km bike tour. During this time patient experienced a strong pull/pain behind the symphysis. During re-operation it was determined that the tape was palpable and visible through the tissue. The tape was not fully extruded as there was still some tissue covering the tape. The physician covered the tape with additional tissue and the patient is now free of pain and still continent.